Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) moved up her back from its current location that it has been difficult to charge. The patient underwent revision procedure wherein the ipg was reposition. The patient was doing well postoperatively. Nothing explanted or added.